Event description:
It was reported that during a shoulder procedure using a 2.8mm q-fix all suture anchor, the sutures were cut upon final tensioning. This anchor was able to be removed from the bone, however it was necessary to drill a new bone hole to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.